Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The patient described the irritation as under all three therapy pads. The patient's wife described the irritation appearing as burn mark. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed an antihistamine cream from the physician and the irritation improved. Supplemental report 9/21/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as under all three therapy pads. The patient's wife described the irritation appearing as burn mark. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed an antihistamine cream from the physician and the irritation improved.